Manufacturer narrative:
(B)(4). Unanticipated additional tissue removal.

Event description:
According to the reporter, the staples fired properly and an anastomosis was formed, however, when opening the device, they were not able to remove the stapler from the tissue. When pulling, the anvil disengaged from the device, leaving the anvil in the rectum. A clamp was used to retrieve the anvil trans-anally. Both tissue donuts appeared to be intact, however, the surgeons were uncomfortable with the performance problem of the device, so another unit was opened and the anastomosis was redone without fail. The patient is currently doing fine.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the staple guide noted the instrument was fully applied. Since the instrument anvil was not received, a pmv representative anvil was used for all functional testing. However, the safety was observed to be broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely. The device was subjected to a measured anvil retention test with an acceptable result. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Therefore, no enhancements or improvements were generated for the reported condition. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.